Event description:
It was reported that during an infusion set change, the user inadvertently pulled the infusion set out of the applicator, after which they completed a new supply change without blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed an incorrectly deployed infusion set or an infusion set connector not attached correctly, associated with the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that user setup or handling contributed to the event.

Manufacturer narrative:
Initial.